Event description:
It is reported that the insulin pump has a protruded drive support cap. Customer's blood glucose reading is 130mg/dl. Advised customer to disconnect from the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk and a scratched display window.